Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-01760. It was reported that the implantable cardioverter defibrillator was found to be in backup operation and the right ventricular lead exhibited oversensing. It was noted that shortly after, the patient received multiple inappropriate shocks. The patient was sent to the emergency room where more inappropriate shocks occurred due to the magnet not being placed correctly over the device. The device was explanted and replaced, and the lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup mode was confirmed. The cause of the device entering into backup mode was due to event queue overflow caused by an rf ic anomaly. The reported event of oversensing and inappropriate therapy could not be confirmed.